Event description:
It was reported that a trained physician attempted an arteriotomy closure in the common femoral artery using the starclose device after an intervention procedure. After firing the clip, the device could not be removed. The safety release button was pressed, but the device remained stuck. The physician tried unsuccessfully to remove the device with force. The device was opened up to collapse the wings and then removed. Hemostasis was achieved with manual compression. There were no pt adverse effects. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.